Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a loud popping noise when exposing. There was no patient present.

Manufacturer narrative:
Correction: initial reporter updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was intermittent high voltage failure when imaging. The cable chain assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. The tank was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The hv tank failed bench test. The resistances between test points were open and cathode hv connector common to small and common to large were low. Analysis found that the reported event was related to a electrical issue. The gantry cable chain was returned to the manufacturer for analysis. Analysis found that visual inspection of the cables and connectors passed. There was no visual damage noted. The candlesticks passed continuity testing and there was no problem found. The oil and washer and the cable ties were discarded and not returned for analysis. If information is provided in the future, a supplemental report will be issued.